Manufacturer narrative:
No patient data lost. Spacelabs depot service repair verified the reported problem. The device was repaired, and unit passed all functional tests and was restored to service. This report is considered complete and this particular issue closed.

Event description:
Customer complaint on (B)(6) 2021, stated ¿no display and reboots randomly.¿ it was sent in for service repair. New information received on june 21, 2021. The hospital biomed stated ¿the monitor continually rebooting during transport, the patient was not monitored during that time. The complaint came to me, and I was able to re-create the issue.¿ there was no injury as a result of this event.